Event description:
It was reported that the system 7 sagittal saw was overheating during a total knee replacement procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the system 7 sagittal saw was overheating during a total knee replacement procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of overheating was duplicated. It was confirmed the handpiece had heat with high amps by the technician through visual inspection. A drive link loose on the blade mount base failure can affect device functionality and cause high amp symptoms, which can lead to the device heating up.